Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that approximately three years later a revision procedure was performed wherein this device was explanted due to normal battery depletion (nbd). A new device was successfully implanted. The device will not be returned as it was left at the hospital and was probably discarded.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead oversensed noise, resulting in inappropriate shock therapy and pacing inhibition with asystole of up to 12 seconds. The patient is pacemaker dependent, but reportedly did not pass out at this time. This episode was discovered through a latitude remote interrogation. The episode occurred while the patient was at a local pool, and is believed to be due to electro-magnetic interference (emi).

Manufacturer narrative:
The patient was brought in clinic, where isometrics were performed. No noise was able to be elicited and all lead diagnostic measurements were normal. The possibility of a current leak from the pool's light or pump was discussed, and the patient was advised not to swim there anymore. No additional information is available at this time, and current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.